Event description:
It was observed that during the device evaluation, the telescope, 30°, 4 mm exhibited bent and visible cracks in the outer tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h2, h3, h4, h6, and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, it is plausible that the reported failure identified defects can be attributed to improper handling and application of excessive force, impact to the scope like fall or shock. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.